Manufacturer narrative:
The complaint sample was returned for evaluation and the reported event was not confirmed. A manufacturing review was completed and no discrepancies were found. No further investigation is required. (B)(4).

Event description:
During a patient procedure, the doctor reported the reamer was dull. There was no surgical delay, impact to patient or other adverse events reported.